Manufacturer narrative:
E1-no. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed blurred, indistinct or noisy, horizontal stripes in the image. The issue found during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed, but the event "horizontal stripes" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a slight internal crack in the ccd (charged coupled device) glass and component failure of the universal cord/distal end cover glass. A root cause could not be identified. Based on the results of the investigation, it was likely that the image became blurred, indistinct, or noisy due to a component failure of the universal cord, and a slight internal crack in the ccd glass occurred due to a component failure of the distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.